Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): unk crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of an atrial lead during an upgrade procedure, the atrial lead was placed first. There were access issues in cannulating the coronary sinus, during which time the atrial lead was stressed several times. However, all measurements were within normal limits and there was good injury current on the lead. When the new device was checked the following day, the atrial lead electrogram (egm) was on top of the right ventricular (rv) egm, and chest x-ray clearly showed the atrial lead in the right ventricle. The lead was explanted and replaced. Upon removal from the body, there was evidence of tissue in the tip of the lead. No patient complications have been reported as a result of this event.